Event description:
Same case as MDR ID # 2134265-2014-02212 and 2134265-2014-02213. It was reported that automatic pullback function failed. During the preparation phase of an unknown procedure. A motor drive unit was used in conjunction with an unspecified imaging catheter to visualize a lesion. It was reported that automatic pullback function of the motor drive unit failed. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).